Manufacturer narrative:
Siemens conducted a thorough investigation of the reported events. Feedback regarding the investigation from the customer service engineer exemplified that the operational positions of the vertical table were functioning completely within normal limits. The analysis of the logfiles by the r&d department did not show any device malfunction as well. The device was working without any further issues after that single event. The damaged cover and the table head extension have been investigated and did not indicate any direct contact (paint residues etc). So a possible root cause for the collision could be a foreign object between the table and the gantry, but that cannot be completely verified. Resubmission of initial report due to report code error.

Manufacturer narrative:
Siemens is conducting an evaluation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplemental report will be submitted when the review of the events is completed should further information become available.

Event description:
It was reported to siemens on (B)(6) 2018, that a malfunction occurred while operating the somatom definition system. During a patient procedure, after the abdominal examination was completed, the patient table experienced a couple of minor incidents, but the unload was completed. We are unaware of any impact to the state of health of any patient involved.